Event description:
Rayner intraocular lens limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner intraocular lens (iol). The event description provided indicates that the iol haptic broke during implantation.

Manufacturer narrative:
(B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare professional reports that when such incidences occur the stability and centrality of the iol is first checked and if found to be acceptable the iol is left in place. If the iol is found not to be stable or central it is explanted from the eye and exchanged. The healthcare facility has not confirmed which action was carried out in this case. The healthcare facility has confirmed that no further remedial action is required and that the patient was not injured as a result of this event. The healthcare professional describes the condition of the patient post-operatively as "fine and happy". In the additional information received from the healthcare professional rayner were advised that in cases where resistance is experienced during injection the lens is injected out into a gallipot and is then reloaded. Rayner devices are single-use only and this action is deviation from the instructions for use (IFU). Rayner ifus contain the following statements "excessive resistance could indicate a trapped lens" and "if the iol causes a blockage in the injector system, discard the injector".